Event description:
The customer reported an erroneous human chorionic gonadotropin (hcg) pt result involving access 2 immunoassay system. This is report number thirteen of thirteen. It is unk if the erroneous result was released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) diagnosed a hardware failure and repaired the system. The unit was returned to normal operation. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events. All related medwatch reports: 2122870-2011-05331, 05355, 05356, 05357, 05358, 05359, 05360, 05361, 05362, 05363, 05364, 05365 and 05366.